Manufacturer narrative:
Concomitant medical products: ddmb2d4 ICD, implanted:unknown.

Event description:
It was reported that the right atrial (ra) lead had low p-waves and high thresholds. During a revision procedure the physician also decided to revise the right ventricular (rv) lead due to a "suspicious location". The rv helix was blocked. The rv lead was explanted and replaced. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.